Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display problem was confirmed during product evaluation. The root cause was determined to be a faulty main display. The main display was replaced to correct this condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up med watch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a display problem, which could have caused an interruption of delivery. The reported condition occurred during power up in the general patient ward. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.